Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received numerous inappropriate shocks due to oversensing. Low, out of range pacing impedance and an insulation anomaly were observed. The device was temporarily programmed off. The lead remains implanted. There were no adverse consequences to the patient.